Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 252 mg/dl at the time of the incident. The customer stated that the reservoir was able to lock in. Troubleshooting was provided. The insulin pump will be returned for analysis.